Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient underwent second revision surgery on (B)(6) 2019. Surgeon explanted 36/+3 humeral cup and 36mm eccentric glenosphere with screw and implanted new 36/+3 humeral cup and 36mm centered glenosphere with screw. First revision was a poly swap on (B)(6) 2019 for dislocation. Primary surgery on (B)(6) 2019.